Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The pump was connected to a computer using the same cable and was able to successfully charge. Customer reported blood glucose (bg) level was 292 (mg/dl). A manual injection was delivered to address bg level. A replacement wall adapter was sent to the customer.